Manufacturer narrative:
G3 in the previous report should have been communicated as 26jul2023. Manufacturer's investigation conclusion: the reported event of no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log files spanned approximately 27 days (B)(6) 2023 per time stamp). On (B)(6) 2023 at 16:08:29, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2.7v. This was consistent with a loss of ac power. The alarm cleared on their own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and remains in use. Additional information stated that it is unknown if the mpu has a v-lock connector, came loose at the wall outlet or back of the unit, or if there was a loss of power to the house. The account was unsure of the serial number of the unit used during this event. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective action was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. Device history records were not reviewed due to the serial number of the mpu being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files contained no external power alarms while on the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.